Manufacturer narrative:
(B)(4). Physio-control evaluated the device and confirmed the reported issue. Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. A failure analysis investigation found several tin whiskers on the upper emi pcb shield. Some of these tin whiskers fell off of the pcb shield onto the main pcb which then shorted several components and caused the reported event code.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged an event code. After an evaluation of the device, shorting tin whiskers were observed in the device, on the main pcb assembly. Shorting tin whiskers can cause a short across multiple components leading to the device being inoperable. There was no patient use associated with the reported issue.